Event description:
It was reported that during pump prep, it was noticed that the outflow graft bend relief had lifting of the material at the distal end of the graft. Bend relief was not used as protocol for this center, but the site wanted to report what was seen.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6 correction: health effect - impact code 4656 - problem identified before clinical use/exposure added. Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 outflow graft bend relief confirmed the reported event. The outflow graft bend relief was returned in like-new condition. The outflow graft was not returned. Visual inspection of the distal end of the outflow graft bend relief revealed a folded outer ptfe (polytetrafluoroethylene) layer. The remainder of the bend relief appeared unremarkable. The hardware of the outflow graft bend relief was inspected, and no abnormalities were observed. A manufacturing task was previously initiated to address delamination of the outflow graft bend relief. The outer layer of the outflow graft bend relief is applied by abbott¿s supplier. A supplier corrective action was previously issued to the supplier for the observed issue. Additionally, manufacturing and receiving inspection procedures were updated to provide clarity to the written inspection criteria. It should be noted that the outflow graft bend relief under this event was manufactured and inspected prior to completion of these actions. Relevant sections of the device history records for the outflow graft, lot number 10363892 and bend relief, lot number 10171556 were reviewed and showed no deviations from manufacturing quality assurance specifications. There were no ncmrs (non-conformance material report) or re-works related to the reported event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, is currently available. Chapter 5, "surgical procedures", contains instructions for unpacking and preparing the sealed outflow graft and bend relief. This chapter also states that states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.